Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. Xt (lot: 1000010493) and xtw (lot: 40307a2007) were implanted successfully reducing mr to grade 1-2. On (B)(6) 2024, the patient returned for re-intervention due to recurrent mr grade 3-4 and shortness of breath secondary to a leaflet perforation. The clip remained stable on both leaflets. A non-abbott mitral valve clipping device was inserted successfully.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported dyspnea, tissue injury, and mitral valve insufficiency/regurgitation could not be conclusively determined. Dyspnea, tissue injury, and mitral valve insufficiency/regurgitation (mr) are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.